Event description:
The customer observed false nonreactive architect hbsag result generated on the architect i2000sr processing module for a patient with multiple myeloma. The patient does not have a history of hepatitis b; however, when hbv dna testing was performed on (B)(6) 2024, the result was positive. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): (B)(6) 2024 architect hbsag result = 0.0 iu/ml (nonreactive) (B)(6) 2024 hbv dna result = 1000 (reference range: >30) other test results provided: anti-hbs = 1.65miu/ml (nonreactive) hbeag = 0.757 s/co (nonreactive) anti-hbe = 1.74 s/co (nonreactive) anti-hbc = 0.1 s/co (nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house sensitivity testing. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any nonconformances or deviations with lot 54630fn00 and the complaint issue. A clinical sensitivity testing was performed using an in-house retained kit of lot 54630fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. The customer support explained to the customer the nonreactive results could be due to the patient¿s condition or possible latent infection. This could potentially be a case of occult hbv infection (obi) which is a known phenomenon and is diagnosed when a hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tailend of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. Based on our investigation, no systemic issue or deficiency was identified with the architect hbsag reagent for lot 54630fn00.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag, list number 06c36-78, that has a similar product distributed in the us, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag result generated on the architect i2000sr processing module for a patient with multiple myeloma. The patient does not have a history of hepatitis b; however, when hbv dna testing was performed on (B)(6) 2024, the result was positive. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): (B)(6) 2024 architect hbsag result = 0.0 iu/ml (nonreactive). (B)(6) 2024 hbv dna result = 1000 (reference range: >30). Other test results provided: anti-hbs = 1.65miu/ml (nonreactive). Hbeag = 0.757 s/co (nonreactive). Anti-hbe = 1.74 s/co (nonreactive). Anti-hbc = 0.1 s/co (nonreactive) . There was no impact to patient management reported.